Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in a severely calcified and moderately tortuous left anterior descending artery (lad). An 8mm x 2.75mm nc quantum apex balloon catheter was selected to dilate the lesion. The balloon was inflated three times at 18 atmospheres, however, the balloon ruptured upon the third inflation. The procedure was completed with a different device. No patient complications were reported and the patients' condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).